Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had pain, inflammation and fever during impella 5.5 patient support. While on support, it was noted that there were still concerns over right upper extremity (rue) swelling and pain. There was a plan for an ultrasound as well as an arterial and venous duplex of rue and chest area. The patient spiked a small temperature and started on antibiotics. The rue PICC was removed as well.

Manufacturer narrative:
The investigation for the reported pain/ fever/ inflammation has been completed. The device nor sufficient clinical details were returned for evaluation. Therefore, the root cause of pain/ fever/ inflammation could not be determined.